Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was found unconscious by his wife, who immediately contacted emergency medical service (ems). Emergency responders arrived and remained with the patient for approximately 45 minutes until his bg levels stabilized. During ems intervention, a bg meter reading was taken and was reported to be ¿significantly different¿ from the patient¿s cgm value. However, no specific numerical values were provided. The patient was wearing a tandem insulin pump at the time of the incident. There is no documentation indicating what specific treatment or medication ems may have administered to stabilize the patient¿s bg levels. Additionally, it was not specified when the patient regained consciousness during the event. At the time of the report, the patient was described as being ¿fine.¿ no other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.